Event description:
Plaintiff alleges that exposure to the latex gloves directly and proximately caused the development of severe and permanent latex allergy and other related injuries, including but not limited to, severe, recurring rashes on the arms, and hands swelling, cracked hand, and difficulty breathing. Plaintiff and plaintiff's spouse, alleges being deprived of the services and consortium of his wife including affection, companionship, support and solace and was caused to suffer a loss of enjoyment of life.